Event description:
Spinal cord stimulator originally implanted 2 months ago. Patient complained of stimulator "shutting off by itself." Patient returned to surgery for revision of leads and battery replacement. Unknown cause of failure.